Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not charge her ipg. Although a new charger was shipped to the patient, the new charger did not resolve the issue. The clinical specialist confirmed the patient¿s ipg had become inoperable. As a result, the patient may be awaiting ipg replacement.

Event description:
Follow up information identified the patient underwent ipg replacement.